Manufacturer narrative:
A search for non-conformance associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for analysis and the investigation is ongoing.

Event description:
It was reported that an lvis d stent was used to treat unspecified aneurysm. During attempt to reposition, the stent could not be re-sheathed into the microcatheter and 50% was protruding out. The stent and microcatheter were removed from the patient without any injury to the patient. The physician used a new stent and same microcatheter to complete the procedure. There was no report of harm or injury to the patient.

Manufacturer narrative:
Summary of device evaluation: the complaint was unconfirmed as stent was able to be reloaded and advanced through the lab provided microcatheter. No issues were experienced during advancement, retraction, or resheathing attempts. The microcatheter used in the procedure was not evaluated as a part of this investigation, so the investigation could not determine if it had caused or contributed to the reported complaint.